Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the testing instrument in question on (B)(6) 2018. The customer stated that there was no manual testing performed. The internal immucor record number for this report is (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an abo mistype when tested on a galileo neo instrument, when tested on (B)(6) 2018 and (B)(6) 2018.